Manufacturer narrative:
The vyaire field service team was unable to replicate the customer reported problem. Inspected vent and performed uvt/ovp. No problems were found.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator experienced a vent inop while on a patient. There was no patient harm or injury associated with the reported issue.